Manufacturer narrative:
Received one device, visual inspection found upstream occlusion seal buckling. Replace the seal and device pass functional testing. Service history reviewed. No relevant service history found within review period.

Event description:
The customer returned product for initial reason of battery compartment damaged. During visual inspection, device was found to have buckling upstream occlusion seal.